Event description:
Customer's mother reported via phone, the insulin pump had alarmed motor error during bolus. Customer's blood glucose was 12.0 mmol/l. The device was not exposed to an MRI. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer's mother agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion test, no motor error alarm noted during testing. The device was unable to prime during prime test due to faulty force sensor resistor. The motor was tested outside of the device and it passed. Occlusion test and excessive no delivery test were not performed due to prime/fill anomaly. The device had cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads, cracked belt clip slot, and cracked case at display window corner. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.